Event description:
Complainant alleged during biomed testing the device displayed "status 66", "status 89", "connot dump" and "cannot charge" messages. Complainant indicated that there was no pt involvement in the reported malfunction.